Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Further information was provided by a nurse who medically confirmed this case. Dianeal therapy was ongoing. On (B)(6) 2012, the patient's peritoneal effluent was cloudy and was diagnosed with peritonitis. The patient visited the hospital on the same day. On (B)(6) 2012, the patient began treatment with cefazolin sodium and gentacin for peritonitis. On (B)(6) 2012, the patient took unasyn, orally for peritonitis. The patient was recovering from this episode of peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Further information was provided by a nurse. On an unreported date prior to (B)(6) 2007, the patient began pd therapy with non-baxter products. It was reported that the pd therapy period was long enough to deteriorate the peritoneal membrane which induced sclerosing encapsulating peritonitis. On (B)(6) 2012, the patient was examined by the physician. The physician diagnosed that the event may be sclerosing encapsulating peritonitis. Treatment with antibiotic therapy ended when the event resolved. On an unreported date, this peritonitis event was resolved. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapy for renal failure chronic. Action taken with the dianeal therapy was not reported. On (B)(6) 2012, the patient called baxter (B)(4) technical service center and the following was reported. On an unreported date, the patient was diagnosed with peritonitis (cause not reported). Treatment not reported. The outcome of this peritonitis event was not reported.